Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) had a broken atrial output connector and the clips were missing. The epg was returned for repair. There was no patient involvement.

Event description:
It was reported that the external pulse generator (epg) had a broken atrial output connector and the clips were missing. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis confirmed the customer comment that the atrial connector area housing was cracked and that the rear clips and harness were missing. Analysis also found that two case screws, both bails and both bail covers were missing, the upper case and battery drawer were broken, the battery contacts were compressed, the ring was bent and the keyboard was scratched. (B)(4).